Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned and analyzed. Analysis revealed the helix of the lead was extrinsically bent and the distal lv (low voltage) electrode of the lead was covered in blood. Visual summary analysis of the lead indicated damage at implant. (B)(4).

Event description:
It was reported that during an implant procedure, the right ventricular lead was implanted initially showing small r-waves so the physician decided to reposition lead. The physician unscrewed the helix without screening, then screened helix was back in. Repositioned lead once in good position and screwed the helix up to 21 turns with rotating tool. On fluoroscopy, it was noted that the helix of the lead had not extended. Another lead was implanted. No patient complications have been reported as a result of this event.